Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved each event by changing infusion set and cartridge and resuming insulin.